Event description:
It was reported by customer that when stylet withdrawn to trim catheter, when the stylet was re-advance through the catheter and was visualized it was noted to have two significant kinks. When touched to inspect the kink the tip of the stylet broke off. The whole PICC kit was replaced, so this catheter did not touch the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.